Manufacturer narrative:
(B)(64. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: no neoadjuvant therapy, tissue was in normal condition. There were no anomalies noticed during preparation or use of the device. The characteristic cracking noise was detected during firing. The tissue was evenly placed in the stapler. The anastomosis shows misformed staples between 12 and 14 o¿clock of the staple line. All other staples show a proper b-form. The surgeon made a new resection and a new anastomosis to finish the procedure successfully. The anastomosis was performed in double stapling technique. The patient is in very good condition.

Event description:
It was reported that during a laparoscopic sigma resection procedure, at 12 ¿ 14 o'clock misformed staples. Anastomosis was insufficient, new resection with second stapler, then anastomosis was well. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53m27. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.